Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Per dealer, frame on weld and rails broken. Dealer could not say where, and also stated user has only had the bed a couple of weeks. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.